Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 48-year-old female with postcardiotomy cardiogenic shock (pccs) underwent attempted impella 5.5 placement via the left axillary artery using surgical access. During the procedure, a guidewire was used; however, wire access was lost and the device could not be re-advanced through the vasculature. Resistance was noted at the axillary artery in the setting of documented vessel tortuosity, although vessel diameter was reported as adequate (=7 mm) and no excessive force was applied. The insertion angle was approximately 60°, and no serial pre-dilation was performed. The procedure was subsequently aborted, and the device was explanted shortly after insertion. Product damage in the form of a cannula kink was reported. The patient outcome following procedure abortion is unknown. The inability to advance the device appears consistent with patient anatomical factors, including vessel tortuosity, leading to procedural abortion.